Manufacturer narrative:
(B)(6). Subject device was returned for evaluation. Visual inspection confirmed the failure mode of ¿broken clamp. Assessment showed that the well leg holder has been used in the field. Investigation states that the subject device has had a design change. The complained device was manufactured prior to the stated changes. Design change consisted of modifications to the bracket material, pivot pin material and the pivot pin head height. Per results of the investigation, the root cause was determined to be ¿design specifications insufficient¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During a hip arthroscopy procedure utilizing the well leg holder w/boot, it was reported that as the surgeon was attempting to strap the patient's foot into the subject device, the metal part holding the boot onto the arm of the distractor sheared off causing the patient's leg to drop. It was reported that no backup device was available. It was reported that the surgeon had to strap the device back together in order to proceed with the case. It was reported that there was a forty-five (45) minute delay throughout the procedure due to the complained device. (B)(4).